Event description:
End user was using the chair and some people purposely tipped the end user backwards, causing the seat to separate the seat from the base. The back and the base of the seat is completely broken.